Event description:
It was alleged by the customer that the bed functions moved by themselves. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.